Event description:
(B)(4). Initial and additional info received from a consumer on 03/16/2009 and 03/18/2009: a female consumer of an unk age received one poly-l-lactic [sculptra] injection (lot # and expiration date not provided-"given in physician office") on (B)(6) 2008 for cosmetic. The consumer reports she was looking pretty good. On an unspecified date by the end of (B)(6) 2009, the consumer noticed two large bumps on the right lower part of her chin, one being larger than the other, and some smaller bumps on the left side which have been worsening, however, are not as noticeable as the right side. She saw her physician twice in (B)(6) 2009 and again one week ago. The consumer reports her physician has been treating her with a solution (solution name unk) to dissolve the bumps but nothing happened. She has been treated with this solution "4 or 5 times." The consumer reports she has been depressed, since she is in the skin care business and people are asking about her face. She also reports she is extremely unhappy since her last injection was 5 months ago ((B)(6) 2008); since then, the consumer has not received anymore poly-l-lactic injections. She states "the bumps have not gone away, they are still there." Medical history and concomitant medications were not provided. No further relevant info reported.